Event description:
It was reported that the device had an upstream occlusion without any apparent occlusion. The tubing was removed and reinstalled several times and the pump, also turned off and on again several times, but the alarm was still present. It was necessary to change the tubing, the product that was inside was lost for the patient. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed, but it was found that the device caused a downstream occlusion alarm. The probable cause is due to an errant solvent application error during manufacturing.